Event description:
Customer states: "dr inserted cook wire guide (635413) into patients ureter. He then placed fus-120035-dl over wire guide (primary lumen), then removed wire guide and inserted wire guide through secondary lumen of flexor. Flexible ureteroscopy proceeded with laser to renal calculi. At conclusion of procedure, as instrumentation was removed from ureter, it became apparent that the wire guide, when initially placed through the secondary lumen of the flexor, had perforated patients ureter. The day following the procedure, dr stated that the patients condition was satisfactory, and when asked if further procedures may be required as a result of the ureteric perforation, dr stated that it is unlikely."

Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned. The distributor has been contacted for additional information. As additional information becomes available, it will be forwarded.